Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) his onetouch ultra2 meter was displaying an ¿error 5 meter issue¿ message when he tried to test his blood glucose. According to the ot ultra2 meter owner¿s manual, an error 5 indicates that the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filled confirmation window. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013. The patient reported using metformin and glyburide to manage his diabetes. The patient reported on (B)(6) 2013 at 6pm, he exercised. The patient reported 10 hours after the issue occurred he developed symptoms of feeling ¿thirsty.¿ the patient reported he did not have any treatment in response to the symptoms. At the time of troubleshooting, the cca confirmed the patient was using the correct process and it was not the first time the meter had been used. The patient¿s test strips were in good condition. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue, he was unable to test, delaying treatment and developed symptoms suggestive of hyperglycemia.

Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.